Event description:
Large blobs of ink found in two bd 50ml luer-lok tip sterile syringes of the same lot #. No others found in [redacted] pharmacy satellite stock. Ref 309653, lot 5293694, exp 2030-09-30, emailed bd on [redacted] to request return for investigation. Manufacturer response for 50ml syringe, (brand not provided) (per site reporter).